Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 537mg/dl, and she was treated with the insulin pump. The caller stated that she could not lower her glucose level and was vomiting. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found three no delivery alarms. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to change the entire infusion set and reservoir. Advised the caller that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.